Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion the sheath introducer buckled like an accordion. As a result, another sheath was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath / dilator assembly. The dilator body was bent near the sheath tip which was pushed back creating accordion like folds and an uneven edge in one location. This type of damage indicates that severe resistance was met during insertion. The sheath od could not be accurately measured due to the damage, but the dilator was able to pass through the sheath without resistance and no occlusions could be found within the dilator body. A device history record review was performed on the sheath and dilator with no relevant findings. The IFU provides insertion techniques for the sheath/ dilator assembly and states to enlarge the puncture site with a scalpel prior to insertion if necessary. The customer did not report their insertion technique or if they enlarged the puncture site. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.